Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with cracked battery tube threads, cracked case at the battery tube side, and cracked case at the corner of the belt clip rail. The customer applied adhesive to the back of the pump. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded/stained serial number label, peeling keypad overlay, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. The pump was also received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded pcba 1, pcba 2 and force sensor. The motor had moisture damage. Unable to perform the history review 2 days prior to the event date 28-jun-2024 in the pump history file due to flashing medtronic logo/download anomaly. Cosmetic damage was confirmed at the back of the pump. Flashing medtronic logo was confirmed during analysis due to corroded electronic assembly. Pump failed to download history files and traces due to corroded electronic assembly. Unable to upload/download confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a crack on the pump. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the customer reported that the pump has been bumped and there was crack at the back of the pump. No harm requiring medical intervention was reported. Mmt-1885 was requested and, the customer discontinued the use of the device, and the device was returned for analysis.